Event description:
New information states that on (B)(6) 2020, multiple rv lead noise reversions were noted, noise was not reproducible with isometrics. Patient experienced thumping and there was a high output polarity switch on (B)(6) 2020. Physician stated outer cable failure and replacement was discussed.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. Visual and x-ray examination did not find any anomalies with the exception of procedural damages.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. During a merlin transmission in dec 2019 the ventricular bipolar sensing was varying, and the lead was reprogrammed to unipolar. On (B)(6) 2020, there were noise revision episodes and the impedance was low. There was also ventricular auto polarity switch on (B)(6) 2020 transmission. Noise was noted again in june, with amplitude larger than ventricular intrinsic sensing. The lead was reprogrammed to uniplar. Lead replacement was discussed.

Event description:
New information states that the right ventricular lead was explanted on aug 26, 2020. The patient was discharged.